Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Attempts to obtain additional info have been made. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with an unexpected refractive outcome following intraocular lens (iol) implant surgery. The pt ended up with almost two diopters of astigmatism, in spite of having relatively consistent peroperative biometries. At the two and a half weeks postoperative visit some early capsular fibrosis was noted by the surgeon. The surgeon is considering to exchange the iol if the refraction does not improve. Additional info has been requested.